Event description:
During a laparoscopic cholecystectomy it was reported by the affiliate that clips dropped from the jaw. The clips did not fall into the patient. A new device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
H6; code 400: yielded jaws. Based upon the inquiry info received and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned empty and locked out. No testing could be performed as the instrument was returned empty. However, it was noted that the instrument was returned with the jaws damaged. No conclusion could be reached as to what may have caused the damage to the jaws. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.